Event description:
It was reported that externalized conductors were noted during x-ray. No electrical anomalies were noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.